Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of a right common femoral artery was attempted using a proglide device after an aortic heart valve procedure. Reportedly, there was minor bleeding of the right common femoral artery after closure. A non-abbott device was used to achieve hemostasis. Post procedure a mid-grade stenosis was noticed with no need to treat. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: post procedure, a mid-grade stenosis in the right common femoral artery was noticed, due to the proglide device, with no treatment needed.

Manufacturer narrative:
Internal file number: (B)(4). The device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effect of stenosis is listed in the proglide instructions for use as a potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effect; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.